Event description:
Surgeon has reported that when he tried to explant the nail, he couldn't. Nail had to be explant with a g&k extractor.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.